Manufacturer narrative:
The lot number was provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Based on the evaluation of the returned sample the reported deployment failure was confirmed. The stent graft was found to be partially deployed and the outer sheath was found elongated which was considered as a consequence of high deployment force. Also during evaluation the stent graft could not be deployed and the outer sheath elongated further. As a result of the investigation performed the complaint was confirmed. Based on the available information and the evaluation of the returned sample, a definite root cause for the reported event could not be determined. In reviewing the valid labeling for this product it was found that the instructions for use (IFU) sufficiently address the potential risks. Regarding preparation of the device the IFU states: "prior to loading the endovascular system over a guide wire, both ports must be flushed with sterile saline. Flushing these lumens will also facilitate stent graft deployment." Regarding the anatomy of the placement site the IFU states: "the safety and effectiveness of the device when placed across a tight bend has not been evaluated. Prior to stent graft deployment, ensure that the proximal (inflow) stent graft end is positioned in a straight section of the lumen to reduce the risk of higher deployment forces and possible endovascular system failure". Furthermore, the IFU states: "if unusual resistance or high deployment force is encountered during stent graft deployment, abort the procedure, remove the delivery system and use an alternative device." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the endovascular stent graft allegedly failed to deploy during treatment for a venous outflow stenosis in the arm (below elbow). Reportedly, the device was removed without issue from the patient. Another endovascular stent graft catheter was used to complete the procedure. There was no reported patient injury.